Event description:
It was reported that the shock impedance had been gradually trending upward over time and fluctuated between 115 ohms and 163 ohms over the past month; all vectors were out-of-range and the highest measurement was 170 ohms. Technical services recommended further system evaluation and it was planned to continue to monitor the patient. The right ventricular lead remains in service and no adverse patient effects were reported.